Manufacturer narrative:
Based on the information provided, there is no indication or report that davinci product caused or contributed to the incidents. There is insufficient information on the procedure date and thus a system log was not available to be performed. There is also insufficient information to determine the specific system that the procedure had complication, da vinci xi was mentioned in the article, therefore, the product is reported as a general xi system. Source: inoue t, kato m, sasaki t, sugino y, owa s, nishikawa t, kato m, higashi s, masui s, nishikawa k. Postoperative complications and determinant of selecting non intracorporeal urinary diversion in patients undergoing robot-assisted radical cystectomy: an initial experience. Transl cancer res. 2024 jan 31;13(1):46-56. Doi: 10.21037/tcr-23-1234. Epub 2024 jan 15. Pmid: 38410231; pmcid: pmc10894359.

Event description:
During a review of a literature article that evaluated the postoperative complications of robot-assisted radical cystectomy, the following complications were mentioned. A retrospective, single-center, observational cohort study from august 2019 to march 2023 included 50 patients that underwent robot-assisted radical cystectomy (rarc). Urinary diversion included ileal conduit, neobladder, and cutaneous ureterostomy in 35 (70%), 6 (12%), and 7 (14%) either by extracorporeal urinary diversion (ecud) or intracorporeal urinary diversion(icud). Cystectomy with bilateral nephroureterectomy was performed in two cases (4%). 33 (66%) and 31 (62%) patients experienced complications during the first 90 and 30 days after rarc, respectively. Among them, 12 (24%) and 11 (22%) developed major complications during the first 90 and 30 days after rarc, respectively. Nine patients (18%) underwent surgical intervention within 90 days of undergoing rarc. The complications that were clavien-dindo grade three and more were intra-abdominal abscess, uretero-intestinal anastomosis leakage, intestinal obstruction, intestinal perforation, wound herniation, abdominal herniation, neobladder vaginal fistula, compartment syndrome and suffocation. There's no specific information regarding the medical intervention required for each of the complications. There was no device malfunction mentioned or reported in the article.